Event description:
Literature was reviewed regarding use of the upper arm vein as temporary pacemaker access site during transcatheter aortic valve replacement (tavr).  The study population included 330 patients who were predominantly male with a mean age of 79 years.  Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic evolut r bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: stroke, bleeding or vascular complication, severe aortic regurgitation, and arrhythmia requiring permanent pacemaker implant.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: rooijakkers et al.  Using upper arm vein as temporary pacemaker access site: a next step in minimizing the invasiveness of transcatheter aortic valve replacement.  J clin med. 2024 jan 23;13(3):651. Doi: 10.3390/jcm13030651. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.